Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent thrombosis occurred. A 2.50x12mm rebel stent was successfully implanted in the proximal left anterior descending artery (lad). It was noted that the stent was well positioned and apposed in the lesion. The patient was prescribed plavix and aspirin. Ten days later the patient presented with an st elevated myocardial infarction and it was discovered that stent thrombosis occurred in the previously placed stent. It was noted that the patient had stopped taking antiplatelet medication three days prior. The stent thrombosis was successfully treated with balloon angioplasty and thrombectomy. No additional patient complications were reported.